Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy, the electrode peeled away when a nurse cleaned the device outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.